Event description:
It was reported that the patient experienced diabetic ketoacidosis (DKA) requiring hospitalization in the ICU on (b)(6)2026 while wearing the Pod on the arm longer than 48hours. The patient stated the Pod was not delivering insulin properly and suspected a Pod malfunction because blood glucose levels were not decreasing despite administering boluses. While at work, the patient began experiencing vomiting and abdominal pain. Upon checking glucose levels, the display reportedly read "High." Due to worsening symptoms, the patient contacted a family member and was transported to the emergency room.The patient was diagnosed with DKA. The patient reported experiencing vomiting, abdominal pain, and other symptoms consistent with DKA, with vomiting being the primary symptom. Treatment included administration of a blood transfusion, morphine, intravenous fluids, and Zofran. The patient reported receiving an additional medication for persistent vomiting but was unable to recall the name. The treating physician removed the Pod during hospitalization. The patient was discharged on (b)(6) 2026.

Manufacturer narrative:
According to the complainant, the device will not be available for investigation. Therefore, no investigation can be completed and Insulet considers this investigation closed. Based on the available information, we are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 4.0.2.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.High blood glucose is a common symptom for people with diabetes (Glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dL for 14-25% of the time"[1]""[2]""[3]"..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. "[1]" Beck RW, Bergenstal RM, Cheng P, Kollman C, Carlson AL, Johnson ML, Rodbard D. The Relationships Between Time in Range, Hyperglycemia Metrics, and HbA1c. J Diabetes Sci Technol 2019;13:614-626."[2]" Welsh JB, Derdzinski M, Parker AS, Puhr S, Jimenez A, Walker T. Real-Time Sharing and Following of Continuous Glucose Monitoring Data in Youth. Diabetes Ther 2019;10:751-755."[3]" Puhr S, Derdzinski M, Welsh JB, Parker AS, Walker T, Price DA. Real-World Hypoglycemia Avoidance with a Continuous Glucose Monitoring System's Predictive Low Glucose Alert. Diabetes Technol Ther 2019;21:155-158.